Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found both camera head and scope were connected and checked, but error e231 was not reproduced. No image noise was observed when the videoscope was connected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite iii video system center, an error e231 occurred during pre-use inspection. The procedure was completed with a similar device. The visera elite iii video system center when used with the endoeye flex 5 hd videoscope, image noise occurred. There were no reports of patient harm.